Event description:
It was reported that this patient with left ventricular (lv) lead experienced infection. The patient was hospitalized and the lv lead was explanted. No additional adverse patient effects were reported.